Event description:
Acclarent was notified on (B)(6) 2013 of an event that occurred on (B)(6) 2013 during a sinus surgical case when acclarent spin balloon device was used. The physician felt the balloon rupture and upon removing the device found that the distal third portion of the balloon was missing. The physician then removed the medial portion of the uncinate with a stickle knife and was able to view the piece of balloon in the infundibulum area. The remaining piece of balloon was removed with no further issues. The remainder of the procedure was completed w/o incident.

Manufacturer narrative:
Complaint devices arrived on (B)(4) 2013 and failure analysis was performed on (B)(4) 2013. Upon receiving, the returned balloon catheter was observed to be kinked on the outer shaft and part of the balloon on the distal side was broken off. The remaining broken off balloon was inside the returned plastic container. The inner shaft was exposed but no holes were noted on the exposed inner shaft. The balloon was not able to inflate and the water leaking from the balloon. Acclarent will continue to monitor this phenomenon for trending purposes.